Event description:
The aspiration pump started to make a very loud winding sound coming from the pump fan motor. A burning smell was then noticed coming from the unit. The pump was then shut down and disconnected from the electrical outlet.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.